Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was high impedance on the pacing lead. After testing and attempting to reprogram the lead the physician decided to not use the lead. No patient complications have been reported as a result of this event.